Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of elevated cocr levels. There has been no reported revision procedure. No further information has been provided to date.this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.this is 1 of 2 mdrs relating to the same reported event. Please also see (B)(4) orthopedics MDR 1825034-2013-00157.